Event description:
It was reported that at the user facility that the device trigger was sticking, a condition that could result in device run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility that the device trigger was sticking, a condition that could result in device run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.